Event description:
It was reported that the wheels were damaged and there were fowler issues. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
MFR's investigation is still ongoing: if add'l info is received, a follow-up report may be submitted.